Event description:
Broken castro needle. Surgeon unlatched the needle driver to adjust suture needle. When he latched the driver, the locking mechanism fell apart and completely fell off the driver. The piece landed on the surgical drape. The piece was immediately removed from the field. FDA safety report ID #: (B)(4).